Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient observed driveline power fault alarms starting at 6:58am on the system controller. The patient¿s labs were taken, and observation of the patient¿s black power lead does appear to have damage (slight opening) noted. However no other damaged areas noted. Submitted log file captured driveline power faults beginning at 6:58 am the morning of (B)(6) 2020 along with multiple pulsitile index (pi) events occurring throughout the log. There were no other unusual events recorded in the log file event history. While in clinic, the patient¿s controller and modular cable were replaced and alarms cleared at the clinic. No further information was provided.

Event description:
Related manufacturer reference number: 2916596-2020-04726.

Manufacturer narrative:
There were incidental findings of elevated resistances on underlying wires (conductor breakdown). Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)) contained approximately 12 hours of data combined (21:55:49 on (B)(6) 2020 ¿ 10:10:10 on (B)(6) 2020 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2020 at 6:58:02 due to the current sense on line a dropping below the threshold amperage. The alarm was cleared on (B)(6) 2020 at 8:11:26. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 10:09:18 and both power cables were disconnected approximately 45 seconds later to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with the returned modular cable (investigated under (B)(4)) and no issues or atypical alarms were produced, including when the cable was manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017 in ifs order number (B)(4). Heartmate 3 patient handbook , under section 5 alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section f "safety checklists" provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 6 ¿patient care and management¿ states that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 7 entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.